Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged; however, the lock issue was not resolved. Surgery to explant the pt's device will be scheduled.